Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the surgeon was given wrong size trocars - a reusable 12mm - which would not accommodate the stapler. Stapler got stuck in trocar and he needed to remove trocar and stapler together to send to MDR. In process of attempting to remove stapler from trocar the black plastic seal at articulation joint tore and a piece fell into the patient. Plastic piece was retrieved without incident. Completed case with an excel trocar and another stapler.

Manufacturer narrative:
(B)(4). One picture was provided; picture provided shows the proximal part of an anvil, the joint cover can be seen damaged. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.